Manufacturer narrative:
The expiration date of the reagent lot 803342 is 30-apr-2026. The expiration date of the reagent lot 882761 was not provided. The serial number of the e 402 is (B)(6). The serial number of the e 801 was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii assay results for a patient sample tested on a cobas pure e 402 analytical unit and the cobas e 801 analytical unit. (B)(6) 2026: using reagent lot : the initial result (serum) using the cobas e 402 was 58.4 iu/l. The first repeat result (plasma/edta) using the cobas e 402 was 13.5 iu/l. The second repeat result (serum) using the cobas e 402 was 58.0 iu/l. The third repeat result (plasma) using the cobas e 402 was 13 iu/l. (B)(6) 2026: using reagent lot 803342: the initial result (serum) using the cobas e 801 was 61.2 iu/l. The repeat result (plasma) using the cobas e 801 was 14.6 iu/l. Using reagent lot 882761: the initial result (serum) using the cobas e 801 was 45.8 iu/l. The repeat result (plasma) using the cobas e 801 was 9.56 iu/l.

Manufacturer narrative:
Qc and calibration were acceptable. The alleged result discrepancies between plasma and serum all exceeded 10 iu/l and were considered reactive, signifying protective immunity against hepatitis b. Per the product labeling, "for plasma treated with lithium heparin, lithium heparin with gel or sodium heparin, the values found were on average up to 20 % lower than those obtained in serum. For plasma treated with sodium citrate, the values found were on average up to 30 % lower than those obtained with serum." The investigation did not identify a product problem.